Manufacturer narrative:
As reported, sixteen days post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with purulent incisional drainage and bacterial wound infection and was treated with both oral and IV antibiotics. As reported, the ae has resolved. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification. Infection is a known inherent risk of the surgery/usage of device. The instructions-for-use (IFU) supplied with the device list infection as a possible complication. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This MDR represents the ae of surgical wound infection. An additional MDR was submitted to represent the ae of midline incision wound opening. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent open recurrent midline hernia repair procedure during which a bard/davol ventralight st mesh was implanted with sutures. Full skin closure was achieved using adhesive skin closure. The patient was discharged to home on (B)(6) 2013. (B)(6) 2013 - subject patient was presented with purulent incisional drainage and diagnosed with surgical wound infection. Subject patient was admitted to hospital for intravenous (IV) antibiotics and culture tested positive for methicillin-resistant staphylococcus aureus (mrsa). Peripherally inserted central catheter (PICC) line was placed and patient was treated with intravenous (IV) and oral antibiotics. The subject patient was discharged to home on (B)(6) 2013. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved. (B)(6) 2013 - subject patient was diagnosed with midline incision wound opening during the period of incisional infection. As reported, the patient was treated with intravenous (IV) and oral antibiotics and the wound was resolved. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported has recovered/resolved.